Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a swollen left lower arm and came to the hospital for analysis. Ultrasound of the arm was performed and cephalic vein superficial thrombus was confirmed. On (B)(6) 2021, it was reported that the patient's arm was bruising but the edema was better. A CT of the arm with contrast was performed. The patient's inr was 10 despite repeating the test, but the patient denied drinking or altering dose and the coumadin dose was not changed. On (B)(6) 2021, the patient's inr was down to 3. After 5mg total of vitamin k. The patient was being kept in the hospital for the weekend to monitor inr. There was no need for surgical intervention.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had a swollen left arm and was brought to the hospital for analysis. An ultrasound of the patient¿s arm was performed and revealed a cephalic vein superficial thrombosis. Later, the patient¿s arm bruising was worst; however, the edema was improving. A computer tomography (CT) arm was performed with contrast. The patient¿s international normalized ratio (inr) was 10 despite repeat testing. The patient¿s coumadin dose was not changed. They deny drinking or altering the dose. The patient¿s inr improved to 3.8 after 5 mg total of vitamin k. The patient will stay at the hospital for monitoring; however, there is no need for surgical intervention. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The hm3 lvas instructions for use (IFU) list venous thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 29jun2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a swollen left lower arm and came to the hospital for analysis. Ultrasound of the arm was performed and cephalic vein superficial thrombus was confirmed. On (B)(6) 2021, it was reported that the patient's arm was bruising but the edema was better. A CT of the arm with contrast was performed. The patient's inr was 10 despite repeating the test, but the patient denied drinking or altering dose and the coumadin dose was not changed. On (B)(6) 2021, the patient's inr was down to 3. After 5mg total of (B)(6). The patient was being kept in the hospital for the weekend to monitor inr. There was no need for surgical intervention.